Manufacturer narrative:
(B)(4). D10: unknown liner, unknown #item, unknown #lot; unknown head, unknown #item, unknown #lot; unknown stem, unknown #item, unknown #lot. G2: foreign source: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a hip revision 12 years post-implantation due to unknown reasons. Attempts have been made and all available information has been provided.

Event description:
Upon receipt of additional information, it was determined this event was already previously reported under 0009613350-2017-00419.

Manufacturer narrative:
Follow up report (B)(4). Updated: b5,d2,g3,g6,h1,h2. Upon receipt of additional information, it was determined this event was reported under 0009613350-2017-00419.